Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) was placed outside the corporal body. The physician attempted to dilate the correct space but was unable to do to scar tissue. The left cylinder was explanted and tubing to pump plugged with deactivation plug. All other components remain implanted. There is no additional information reported.